Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user inadvertently enabled limited access mode, required assistance to restore full function, and subsequently experienced prolonged hyperglycemia, including a highest reported blood glucose over 400 mg/dl for approximately seven hours, with device alerts for sustained high glucose; later, an occlusion alert occurred during eating, tubing was cleared, and insulin delivery resumed, after which glucose returned to range. Customer care provided support that included guided troubleshooting to clear an occlusion and confirm insulin delivery. Investigation of this case revealed an infusion set or tubing occlusion that interrupted insulin delivery prior to resolution, with no persistent device malfunction identified after clearing the occlusion and disabling limited access mode. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, and no use of backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.